Manufacturer narrative:
Date of initial report : 2017-05-08. Date of follow-up report : 2017-06-26. This report is based on information provided by post market vigilance investigation personnel. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw closed. The customer reported device locked on tissue. The reported condition was confirmed. The investigation found that the handle of the device was difficult to open, unless forced. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open. The investigation identified the root cause of the reported event to be mishandling by the user. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-08. One used lf1637 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Testing of the device found the jaws were closed and difficult to open with the handle. Further inspection of the device found the issue to be due to a bent latch pin, which prevented the handle from moving smoothly along the track within the body of the device. This issue occurs when the handle is forced open. The investigation identified the root cause of the reported issue to be mishandling during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device jaws jammed and would not open after sealing tissue. No patient injury was reported and another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.